Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date in june, a secondary set, secure lock, 34 inch generated a leak during patient use. The reporter stated that the setup was the primary set connected with the secondary set and spiros. It was stated that there was a disconnection between the secondary set and spiros which led to leakage. The leak site was at the level between the spiros connector and the clave cap. The event resulted in a chemo spill. The chemo spill was cleaned up as per facility protocol and the healthcare provider wore personal protective equipment/ppe. The medication involved was cisplatin with a dosage of 38 mg. There was no issue on the pump only the set. A sample is available for evaluation. There was patient involvement and no harm was reported.

Manufacturer narrative:
Received one (1) used 142290490 secondary set mated to one (1) used ch2000s-c spinning spiros for inspection. The male luer of the secondary set was connected to the spiros as received. The spin feature on the used spiros was activated and spinning freely. No spline damage or shear tab anomalies on the spiros were observed. The luers were dimensionally measured and met iso specifications. The reported complaint could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.